Event description:
It was reported that patients ipg was at the end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned per hospital policy. Additional information was received that the patient was using high frequency programs.

Event description:
It was reported that patients ipg was at the end of life. The patient underwent an ipg replacement procedure and was doing well post operatively. No device malfunction was suspected. The explanted device will not be returned per hospital policy.